Event description:
Customer stated that segments were missing from their display. A review of the system determined that segments were missing in the 100s position of the display. Customer was asked to return the meter for further evaluation and a replacement meter was provided. Customer was invited to call 24/7 with future questions/concerns.